Event description:
Dealer alleged that the 4 way valve is stuck. Per independent repair center statement, the unit is alarming or has a red light, power switch has a short circuit, poppet valve is not shifting and the tie wraps leak.